Event description:
Knee infection, info was rec'd in jun and 7/2002 from an orthopedist regarding a pt with a history of degenerative arthritis and severe osteoarthritis, including joint narrowing and osteophytes. The pt's symptoms had been previously treated with nsaids and steriods. Pt rec'd their first course of synvisc injections in 2002, reportedly without complication. In 3/2002 the pt had a left knee arthroscopy with shaving performed. The final diagnosis was left knee pain. In 5/2002 and 6/2002, the pt rec'd the first and second injections of their second series of synvisc into the left. Two days later, the pt experienced joint pain and joint swelling. The knee was "hot to touch" with localized redness. Synovial fluid (60 ccs) was aspirated and revealed a cloudy, yellow fluid with a wbc of 49,100 /mm3, a rbc of 3,000 /mm3, and a negative gram stain. The pt's peripheral wbc was 14.4 x10-3/ul, and pt was afebrile. The third synvisc injection was not administered. The orthopedist reported the pt was hospitalized (on an unspecified date) for 5 days during which time several knee aspirations were performed in amounts ranging from 20-60 ccs. The pt also underwent an arthroscopy for irrigation and debridement on an unspecified date. One-week post-arthroscopy, the pt's synovial wbc count was 76,000 / mm3, synovial cultures were negative, and the pt continued to experience knee swelling. The quality assurance department performed a review of production and quality control documentation for the specified synvisc lot number. The review showed that product met specs.